Event description:
Healthcare professional reported, left-side rupture and capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture/rupture was received on june 29, 2023, with lot number 2357958. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: ¿ brown particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, left-side rupture and capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1., d.2., d.4., g.4., h.4., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, left-side rupture and capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported, left-side rupture and capsular contracture baker grade IV. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the videos identified: rupture: observed but cannot perform an assessment of the broken as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.